Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was unable to be removed and failed to retract as a result of the guidewire snapping. The following information was provided by the initial reporter: "unable to remove guide wire ¿ wouldn't come out. They removed the butterfly and noticed the wire looked like it has snapped".

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1128467. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned sample could not be returned to the manufacturing facility due to current customs law in china which prevents the importation of used medical devices. Photographs of the device were taken and submitted to our quality engineers for review. They were able to confirm the reported breaking of the stylet based on the images provided. They noted that there are multiple potential cause for this kind of non-conformance, and were unable to correctly identify the exact cause based on the images alone.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was unable to be removed and failed to retract as a result of the guidewire snapping. The following information was provided by the initial reporter: "unable to remove guide wire ¿ wouldn¿t come out. They removed the butterfly and noticed the wire looked like it has snapped."